Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial hepatectomy, the first seal, the sealing effect was felt to be weak. It was sealed for several times, but it felt like being half-sealed. As the situation was not improved, a new device was opened and used with the same generator, it was able to be used without problems. There was no patient injury.